Manufacturer narrative:
Additional information: it was reported that once inflated, the stent recoiled and deformed. An attempt was made to deploy the stent. The stent had to be crushed against the vessel wall and another stent was implanted. No further patient complications have been reported as a result of this event. Facility address b1. Adv evnt/prod prob: b2. Outcome attributed to adverse event h1. Type of reportable event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx trucor coronary drug eluting stent, stent deformation occurred in vivo during positioning/advancement. The lesion being treated was non-tortuous, moderately calcified in the proximal left anterior descending (lad) artery. The device was inspected prior to use with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that once inflated, the stent recoiled. The procedure was completed with another onyx trucor stent of the same size. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.